Manufacturer narrative:
The batch review revealed no aberrances were observed during the manufacturer of this lot number. A two year trend on this lot has (B)(6) complaints similar in nature. The samples involved in these incidents were not available for eval, therefore baxter was unable to confirm the reported condition. One used sample was received from the customer for eval. The sample was leak tested by submerging the bag underwater at 8 psi for 10 seconds. The reported leaking condition was not confirmed.

Event description:
Reporter states, bad leaked at bottom seal near the injection port prior to pt use.